Event description:
There had been a degradation of hearing and discomfort with use of the device. An electrode array migration was confirmed by x-ray on (B)(6)2020, namely 5 electrodes were seen extra-cochlear. Reportedly, migration started on (B)(6)2020. A gradual decrease in hearing was reported. The recipient was re-implanted on (B)(6)2020.

Manufacturer narrative:
Conclusion: according to the information received from the field the active electrode migrated post-operatively out of cochlea, as confirmed by post-operative diagnostic imaging. A full insertion was reported at implantation surgery. Further during device investigation damage to the active electrode caused by device minute mobility was found, which most likely contributed to the decrease in hearing performance. Other damages found during investigation are attributable to the removal surgery. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
There had been a degradation of hearing with the device. An electrode array migration was confirmed by x-ray, namely 5 electrodes were seen extra-cochlea.